Event description:
It was reported that the suture anchor broke upon insertion. It¿s unclear if one of the fragments was left in the patient. There¿s a chance it got sucked out through the outflow. The surgeon searched around the shoulder and was unable to see it. Report only, product was discarded by the customer. The procedure was prolonged 15 to 20 minutes.

Manufacturer narrative:
The complaint device is not being returned; it was discarded and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other reportable complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device is not being returned; it was discarded and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other reportable complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. This complaint was reviewed by medical safety per request from the affiliate and it was determined that the risk of possibility of broken pieces being left inside the joint is minimal. From complaint history data and literature review, there is no evidence of any complications. Furthermore, it was reported that the broken fragment may have been likely flushed out. This can be further confirmed by x-ray or MRI. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that the suture anchor broke upon insertion. It's unclear if one of the fragments was left in the patient. There's a chance it got sucked out through the outflow. The surgeon searched around the shoulder and was unable to see it. Report only, product was discarded by the customer. The procedure was prolonged 15 to 20 minutes.